Event description:
It was reported that during device replacement due to eri, externalized conductors were observed. No electrical anomalies noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was noted at 11.2-12.1cm from the distal tip. The etfe coating was intact at this location.